Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. The blood glucose reading at the time of hospitalization was 38 mg/dl. Customer stated that she was receiving a maximum fill alarm. Customer stated that the infusion set was connected and she received all the insulin for the full tubing. Customer stated that not all the buttons are responding and she still receiving failed battery test alarm. Nothing further was reported.